Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in the moderately tortuous de novo lesion in the anterior descending artery. The dragonfly catheter was introduced into the artery over a 7fr guide catheter and contrast was manually injected with a syringe; however, the vessel lost flow and a total occlusion was noted. The contrast did not reach the marker lens. The catheter was removed and balloon angioplasty was performed to treat the occlusion. The procedure was successfully completed with a non-abbott device. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported patient effect of occlusion is listed in the opstar instructions for use as a known potential patient effect which may occur as a consequence of intravascular imaging and catheterization. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported occlusion which resulted in unexpected medical intervention could not be determined. There were no visual anomalies nor damages noted to the catheter which could be attributed to the reported event. In this case, it is possible that the patient¿s anatomical conditions caused or contributed to the reported occlusion and unexpected medical intervention; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.